Manufacturer narrative:
" The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation this MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."

Event description:
It was reported that the ilet issued repeated alert 64 notifications consistent with a haptic system error over the course of an afternoon, while blood glucose remained unaffected and the user transitioned to backup therapy pending replacement. Symptoms included no reported adverse health effects. Outcomes included no change in glycemic control, no medical intervention, and no hospitalization. Investigation included review of device alarm history, user education on shutdown to prevent further alerts, and coordination for replacement with instructions to return the device and to resync data via the mobile application prior to return. Investigation of this device revealed a malfunction of the haptic/vibration component consistent with a device mechanical or electrical issue affecting the alert system, without impact to insulin delivery or glucose values. It was concluded that the cause was a device component failure of the haptic system.